Event description:
Per radiology manager, unit was taken to the or, would not power up. After bio med staff investigated, found hard drive had failed. Discovered cpu was at fault. Ge came to hospital to evaluate, replaced hard drive and cpu.